Manufacturer narrative:
(This follow-up MDR was mailed to the FDA on 7/8/97). Device label code for f10. Position 1: 1701. Device label code for f10. Position:2 1738.

Event description:
After iabp for 12 hrs, the "blood detect" alarm sounded from the pump. Blood was noted in the tubing and the iab was removed. Event complications: none from the event-reported 12/18/96. Pt's current status: unk-rpt'd 12/18/96.